Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a distal right coronary artery that contained a bend greater than 45 degrees. The lesion was pre-dilated with an unknown balloon, reducing the stenosis to 50%. The physician implanted an unknown stent and noted that a second stent would need to be utilized to cover the entire length of the lesion. A 4.00x20mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross the previously deployed stent. When the device was removed, stent damage was noted. The procedure was completed with a non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.